Manufacturer narrative:
Analysis has to be done.

Event description:
Though it seemed that the shunting system was not occluded, but the patient's condition was not improved. Therefore, the customer requested to check the shunting system if it is defective or not.